Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed conductor damage and insulation abrasion. The conductor damage was felt to be consistent with damage related to the explant procedure. The lead was returned severed in three segments, however, each segment was noted to be electrically continuous. The insulation abrasion was felt to be consistent with lead on lead contact.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in 1.2 seconds of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options. The lead was later explanted and returned due to a therapy upgrade several years later. No adverse patient effects were reported.